Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department to investigate the reported error. Fse conducted follow-up with the customer over-the-phone to address the reported event. The fse was informed by the customer that the unit is running and functioning as intended. Customer ran all samples and run went to completion without any errors. No further actions are required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-900 operator's manual section 12 flags and error messages states the following: the 2076 clogging detected at specimen- cause: the negative pressure generated by suction of a (rack ID, rack, position, specimen ID) specimen exceeded the standard value. There is a possibility that the sampling nozzle was clogged, preventing the specified quantity of specimen suction from taking place. An sc flag will be attached to the measurement result. Action: if there is no problem with the specimen, contact the tosoh local representatives. The most probable cause of the reported issue is unable to be determined. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving error 2076 clogging detected at specimen on their aia-900 instrument. The technical support specialist (tss) requested the customer to clean the sample nozzle and rerun the sample. Customer ran the sample without any error. Then the customer called back reporting that the error is still occurring. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of prg ii, lh ii and fsh patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.